Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated. During processing of this incident attempts were made to obtain complete patient information.

Event description:
It was reported the patient experienced inadequate therapy. To address the issue. The implantable pulse generator (ipg) was explanted and replaced with one from a different manufacturer.